Manufacturer narrative:
Additional information was provided in b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and it was confirmed that, intraocular lens was dislocated and it is not ectopic lentis. Patient symptoms were recovered. No further information provided.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested from the reporting facility, but no further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient has reported that following bilateral cataract extraction with intraocular lens (iol) implantation procedures, she experienced poor vision, diplopia, eye discomfort, and not easy to open eyes. She reports that she went to a different hospital and the surgeon advised that there was a crease on the iol and that she had ectopia lentis. She had undergone 5 eye operations in total. Surgical intervention was performed once every half a month for a total of 4 times to adjust iol. The iol was not removed. There are two medical device reports associated with this patient. This report is for one of two eyes.